Event description:
What could cause what looks to be pauses, there are small signals present on this patient's holter? No holter monitor strips sent to tachy ts. Caller stated that the small signals could potentially be ectopy rather than a pacer spike or a pause. Discussed possible explanations for what the caller was observing on the hotter strip as possible ectopy. Caller will discuss with the patient's cardiologist to determine if the small signals observed on telemetry are really ectopy rather than something else. Caller called back and indicated that she spoke to the patient's cardiologist about the halter monitor, and the cardiologist thinks that the small signals they were seeing on the holter were pwaves, and that there is likely some ventricular oversensing occurring which would be causing ventricular pauses. The cardiologist asked that the caller change the rv sensitivity to eliminate any oversensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).